Event description:
Patient started to feel ill so she changed the insulin infusion site for infusion pump. She went to the ER when her blood glucose continued to rise. While in the hosp, she changed the cartridge, infusion set and infusion site and her blood glucose level returned to normal.